Event description:
It was reported that the patient presented for an implant procedure. During the procedure, device interrogation revealed that the right ventricular (rv) lead exhibited a high capture threshold and reduced r-wave amplitude. The physician attempted to reposition the rv lead; however, after multiple attempts, the lead helix failed to extend and retract due to suspected over-torquing. As a result, the rv lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
The reported events were capturing problem, device sensing problem, difficult to fold, unfold or collapse, and retraction problem. As received, a complete lead was returned in one piece for analysis, with the helix partially extended and clogged with blood. The reported helix mechanism issues were confirmed. X-ray inspection identified over-torquing of the inner coil within the connector region, along with a stretched helix, which is consistent with procedural damage. The cause of the reported helix mechanism issues was attributed to the stretched helix, obstruction due to blood accumulation, and over-torquing of the inner coil. The reported events of capturing problem and device sensing problem were not confirmed. Electrical testing did not identify any evidence of conductor fractures or internal short circuits. Visual inspection did not reveal any anomalies beyond the observed procedural damage.